Event description:
It was reported that there was a perforation. On (B)(6) 2004 the patient under implantation of a greenfield vena cava filter. This filter did not fully deploy, so a second filter was surgically implanted. On (B)(6) 2017 the patient received a CT scan. These images showed that: the tip of the superior filter implanted in the patient had tilted into their right renal vein; that many of the filter struts had perforated beyond the inferior vena cava wall, one leg abuts the aortic wall and that two legs abut the wall of the duodenum. On (B)(6) 2017, the patient received another CT scan which revealed that the superior filter had titled and was angulated approximately 30-40 degrees, one of the struts of the superior filter abuts the aortic intima, another strut abuts the posterior duodenum, another superior filter abuts the anterior aspect of the l3 vertebral body, with subjacent bony remodeling; the inferior filter was within 10 degrees of parallel to the superior filter and the struts of both filters extended beyond the ivc wall. On (B)(6) 2017, the patient had surgery to remove both filters as they were symptomatic with pain. The surgeon noted the more superior filter had significant tilt with the hook near the right renal vein embedded in a fibrin cap and that several struts extended beyond the ivc wall.

Event description:
It was reported that there was a perforation. On (B)(6) 2004 the patient under implantation of a greenfield vena cava filter. This filter did not fully deploy, so a second filter was surgically implanted. On (B)(6) 2017 the patient received a CT scan. These images showed that: the tip of the superior filter implanted in the patient had tilted into their right renal vein; that many of the filter struts had perforated beyond the inferior vena cava wall, one leg abuts the aortic wall and that two legs abut the wall of the duodenum. On (B)(6) 2017, the patient received another CT scan which revealed that the superior filter had titled and was angulated approximately 30-40 degrees, one of the struts of the superior filter abuts the aortic intima, another strut abuts the posterior duodenum, another superior filter abuts the anterior aspect of the l3 vertebral body, with subjacent bony remodeling; the inferior filter was within 10 degrees of parallel to the superior filter and the struts of both filters extended beyond the ivc wall. On (B)(6) 2017, the patient had surgery to remove both filters as they were symptomatic with pain. The surgeon noted the more superior filter had significant tilt with the hook near the right renal vein embedded in a fibrin cap and that several struts extended beyond the ivc wall.